Event description:
On 5/19/87 device was implanted. On 4/24/90 the cylinders were revised. On 7/14/92 the pump was revised. On 7/14/92 the pump was revised. On 2/10/94 one cylinder was removed. On 10/3/95 the remaining components were removed. On 11/12/96 the attempted to implant one cylinder, but couldn't because there was too much scar tissue. The right corpus was perforated in distal end because of scarring and previous explanted cylinder due to erosion.